Event description:
Caller reported false negative urine hcg result. A (B) (6) presented to office to switch birth control methods; she was not complaint with taking her pills. Same day, she ran two home pregnancy tests that resulted as positive. Same day, pt re-presented to office where she had her serum quant performed. The quantitative serum hcg result was 90 miu/ml. No known pt medications or other health conditions. Pt's last menstrual period was (B) (6) 2010.

Manufacturer narrative:
Investigation: lot number(s): hcg9100235. Expiration date(s): 10/2011. Control lot: 20 miu/ml hcg urine lot: hcg100223-01; 100 miu/ml hcg urine lot: hcg090521-01; 268.4 iu/ml hcg urine lot: hcg100414-02. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 20 miu/ml hcg urine control at 3 minute read time. (N=5). The 100 miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 268.4 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Corrective action required at this time as no product deficiency was established.